Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a low battery alert prior to the replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed, and this was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, and selftest, no unexpected battery/power related alerts/alarms noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected low battery alerts listed in the pump trace download. Battery cycle 6.0 received the lowbatteryalert (104) on 05/20/2025 14:34:00 after more than 7 days at 12.26 days. Battery cycle 4.0 received the lowbatteryalert (104) on 05/08/2025 08:08:00 after more than 7 days at 17.01 days. Battery cycle 3.0 received the lowbatteryalert (104) on 04/21/2025 07:34:00 after more than 7 days at 48.6 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. The p-cap locks properly into the reservoir compartment. The pump was cut open and slight moisture damage was noted all electronic assemblies during visual inspection. The following were noted during visual inspection: minor scratched lcd window, pillowing keypad overlay, damaged keypad overlay texture, and scratched case. Unexpected battery power loss and short battery life was not confirmed during analysis, customer did not experience an unexpected power loss of less than 7 days per the pump history records. Moisture damage confirmed on all electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.